Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for inspection with no associated complaint reported against the device. During device evaluation the air water nozzle was found to have been clogged with foreign matter. Additionally, the following non-reportable phenomena were observed: water tightness was lost due to deformation of the up/down knob. The bending angle in the up direction and the play of the up/down knob failed to meet standard values due to wear of the angle wire. The adhesive on the bending section cover (a-rubber) was chipped and cracked, with white clouded-area. The adhesive on the objective lens and light guide (lg) lens were peeled. The probe cover (c-cover) was dented and scratched. The connecting tube was wrinkled, and the zoom did not work smoothly due to charged coupled device (ccd) damage. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer does not know what the foreign material is and does not know if there was a delay to the start of precleaning. The customer flushed the air/water nozzle with water and air and flushed the air/water nozzle with the detergent solution. The customer did not immerse the endoscope in the detergent solution and had not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis lucera colonovideoscope was returned for inspection due to relocation process. During routine inspection of the device by olympus, foreign matter was found in the air water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.